Manufacturer narrative:
(B)(4).

Event description:
Customer alleges incident with one of the catheter wires fraying and getting caught inside the patient's vessel. The patient was assessed after use via ultrasound and the vascular surgeon was notified and assessed the patient. Follow up doppler test was administered in the pacu after the procedure. No patient issues were identified and no parts were retained inside the patient's vessels. The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a defective guide wire. Visual analysis revealed that the guide wire was severely unraveled. The customer returned one guide wire from a catheterization device for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was severely unraveled from the distal end. The distal weld had separated from both the core and coil wires and was not returned for analysis. Additionally, none of the other components from the catheterization device were returned to confirm any damage/defects. The guide wire length 5 1/8", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. The guide wire outer diameter measured .437mm, which is within the specification limits of .432mm-.457mm per the guide wire product drawing. Functional testing could not be performed due to the damage on the returned guide wire. Additionally, no other components from the catheterization assembly were returned to confirm any other defects or anomalies. A manual tug test confirmed that the guide wire was secure within the black handle (proximal end). The customer did not provide a lot number; therefore, two potential lot numbers were obtained from the sales history data of the customer. Two device history record reviews were performed (one for each lot#), and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of a separated guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire had separated towards the distal end. The distal weld appears to have separated from both the core and coil wires and was not returned. Despite the damage, the guide wire appeared to meet all relevant dimensional requirements, and two device history record reviews were performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of this, the root cause for this complaint cannot be determined without the separated distal weld and addition catheterization device assembly components. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer alleges incident with one of the catheter wires fraying and getting caught inside the patient's vessel. The patient was assessed after use via ultrasound and the vascular surgeon was notified and assessed the patient. Follow up doppler test was administered in the pacu after the procedure. No patient issues were identified and no parts were retained inside the patient's vessels. The patient's condition is reported to be fine.